Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device adhesive leaving burn marks on her skin. It was indicated that it produces a little blister and welts. It was reported that the blisters were treated at home and does not require any hospital visit.